Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, self test and basic occlusion tests. All operating currents are within specification. Unable to confirm the motor error alarm, the motor passed the motor test. The device was unable to prime during the prime test as a result of protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The unit had a scratched screen, cracked reservoir tube and lip, and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error multiple times. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.